Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients and medications did not cross over to the station. Customer stated that they were able to see the patient, but the medications did not cross over to the station. Customer tried to reboot, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.